Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon initial use of the device the surgeon noted that the clips from the device were spitting out of the applier, scissoring and not forming properly when attempting to secure both the cystic artery and cystic duct. The device was not fired across any other metal items...the surgeon did not notice any increased force to fire or additional sounds coming from the device. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: at what firing did the device start to have issues with firing, spitting and forming the clips? Improper functioning of the device started immediately from the deployment of the first clip. Was there any torquing or twisting when firing the device? No excess torturing or twisting of the device upon firing. Did the primary surgeon fire the device? Primary surgeon fired the device.